Event description:
It was reported that the health care professional (hcp) called regarding a red doctor icon alert displayed on this implantable cardioverter defibrillator (ICD) system. It was noted that this right ventricular (rv) lead recorded high out of range pacing impedance measurements. Technical services (ts) recommended an in-clinic visit for further evaluation. No adverse patient effects were reported. This rv lead remains in service.